Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The analyst noted that a small slit is put in the overlay tubing to facilitate backfilling. A small 'dab' of adhesive is applied over the slit to reduce the opportunity for fluid ingress under the overlay at this location. The 6935 had 2 dabs. The dabs are sometimes mistaken for air bubbles. This is per specification if the lead passes the introducer test.

Event description:
It was reported that bubbles were found in the insulation of the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
Asku